Event description:
Iabp screen malfunctioned and would not power on to display data. Iabp was still inflating balloon and attempting to assist patient, but screen remained black. Nursing staff was unable to adjust settings or look at iabp function. Iabp needed to be exchanged. This is one of many incidents we have reported. Manufacturer notified of this event and previous events. They were informed that the screen locks or freezes and goes completely blank resulting in the user not being able to correct the problem. Manufacturer notified that these incidents last for roughly 5 minutes or more and rn's must exchange balloon pumps in incidents.